Manufacturer narrative:
Correction: the complaint device was received by the manufacturer for evaluation on 23jan2025. It was confirmed during the device failure analysis that there was no foreign matter within the sealed sterile pouch. Only the outside of the packaging of the device was affected. This event is no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the definition of a reportable complaint. See h11.

Manufacturer narrative:
E3 - occupation: buyer. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a "sticky, purple substance" was found inside the packaging of a thal-quick chest tube tray. However, the exterior of the packaging was not affected. No patient contact with the device was made.